Event description:
A malfunction code was reported by the customer, identified as malf 0. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact on the customer's blood glucose level. Technical support provided information to reset the pump and assisted the customer in doing so. After the reset, the malfunction code did not recur, and the customer was advised to continue using the pump and to contact support if the issue happened again.